Manufacturer narrative:
Approximate age of device ¿ 57 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that interrogation of the patient¿s lvad revealed multiple low flow events. Mean arterial pressure (map) had been 80-100¿s and hypertension (htn) was being medically managed by the healthcare professionals. The patient appeared to be euvolemic to slightly dry, and regimen of bumex by mouth (po) every other day was stopped. A representative of the manufacturer¿s technical services reviewed the submitted log file and confirmed low flow hazard events. These appeared to be physiological in nature and not equipment related. Flow returned near the baseline. On (B)(6) 2018 the low flow alarms returned and the patient complained of dizziness upon standing. Fluids were encouraged and the healthcare professionals adjusted blood pressure medications. On (B)(6) 2018 it was reported that the low flows had not yet resolved. The cause was unknown. Blood pressure (bp) medications and diuretics had been adjusted. If the low flows persist the plan was to perform an echocardiogram and possible CT scan or right heart catheterization (rhc).

Event description:
Additional information received on 20aug2018 stated that on (B)(6) 2018 a chest CT angiogram with 3d reconstruction showed no evidence of lvad complication, inflow or outflow obstruction, or thrombus. The cause of the low flows was suspected dehydration and need for increased volume. The patient was educated and encouraged to drink water and IV fluids were given as inpatient. No additional treatment had been provided at that time. The patient was discharged from hospital to home on (B)(6) 2018 and had not paged regarding any further low flow events.

Manufacturer narrative:
Describe event or problem, relevant tests/laboratory data: additional information. Correction/removal number: fsca number removed. Account confirmed issue was not related to outflow twist.

Manufacturer narrative:
Review of the submitted log file data confirmed the reported low flow alarms; however, a specific cause for the low flow events could not be determined through this evaluation. The submitted system controller event log files contained data from (B)(6) 2018 ¿ (B)(6) 2018 and (B)(6) 2018 ¿ (B)(6) 2018. Multiple active low flow controller fault flags were noted with calculated average flow values of 1.7-2.4 lpm, which is below the low flow alarm limit threshold of 2.5 lpm. Several of the low flow controller faults lasted longer than 10 seconds to result in momentary low flow hazard alarms. Overall, calculated average flow ranged from 1.7-4.5 lpm. Despite the low flow condition, the system appeared to be operating as intended and the actual motor speed remained above the low speed limit for the duration of the log files. The pump flow displayed on the system controller is a calculated value that is estimated based on power. Pump power is a direct measurement of pump motor voltage and current; changes in pump speed, flow, or physiological demand can affect pump power. No further information was provided. The manufacturer is closing the file on this event.